Event description:
A customer reported an issue where an unspecified alarm suspended insulin delivery. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer removed and replaced the infusion set and cartridge successfully.